Event description:
Healthcare professional reports one incident of hemolysis that occurred on reuse number 13 during pt treatment. The pt was admitted to the intensive care unit (ICU) then discharged the following day, 6/12/1999. The pt has fully recovered at this time.